Manufacturer narrative:
Device evaluation: the power supply assembly was returned to failure investigator (fi) lab for evaluation. Visual inspection of the returned power supply assembly revealed no evidence of damage or contamination. The power supply assembly was installed in the fi test ventilator. An operational test was performed and failed. No ac led indicator activated. The ventilator did not powered up from ac and did not delivered breaths; however, the ventilator powered up from backup battery and delivered breaths. The ventilator shutdown when transition from battery to ac when ac is applied. The power supply was attached to the 100vdc power supply. Using the oscilloscope, the signal at the junction of r91 and the positive lead of c56 was monitored, which revealed the voltage was dropping below the threshold voltage of approximately 8.5 volts required to initialize u8. The c56 capacitor signal was dropping to 6.70v. Conclusion: the determination could be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Root cause: the root cause for the reported issue is due to failure of c56 prevented the power supply from operating on ac power.

Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported the device will not start up. The customer reported there was patient involvement and no patient harm.